Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus with the pump was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.